Event description:
It was reported that the patient underwent a surgical procedure to replace this ambicor penile prosthesis (app) due to fluid loss. The existing app was explanted and replaced with a malleable prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.